Event description:
It was reported that the patient presented for a routine follow-up, noise was observed on the rv and ra leads. Isometric testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.